Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a hypoglycemic event. Date of issue is an approximation. The patient stated she became unresponsive from hypoglycemia and ended up on the floor. She indicated that her husband gave her glucagon and then heard the dexcom alerted that her blood sugar was low. There was no allegation against the patient called to inquire about alert setting and how to set her urgent low alert to prevent her rapid lows that occur. At the time of contact, the patient was doing good. No additional patient or event information is available.